Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited premature discharge of battery. Device replacement was suggested but no intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry and normal output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Device image analysis noted elevated current and slight drop in battery voltage. Functional tests were performed and elevated current was noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and signs of rapid discharge were noted. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found approaching depletion levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that the crosstalk over-sensing was also noted. The pacemaker was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
Correction: upon review crosstalk over-sensing was incorrectly reported for this device. Previous b5 noted "new information noted that the crosstalk over-sensing was also noted. The pacemaker was explanted and replaced with new device. Patient condition was stable." Should be "new information noted that the pacemaker was explanted and replaced with new device. Patient condition was stable." Previous h6 indicated "over-sensing" which should be removed.

Event description:
New information noted that the pacemaker was explanted and replaced with new device. Patient condition was stable.